Event description:
It was reported that the patient was experiencing frequent and difficulty in charging implantable pulse generator (ipg). It was also mentioned that the spinal cord stimulation (scs) leads had migrated. The patient underwent a scs replacement procedure and was doing well postoperatively. The explanted device was kept by the facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7071912/5082483.